Manufacturer narrative:
B3: bsc aware date used as event date as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their three (3) month follow up computed tomography (CT) imaging procedure. The imaging showed that there was a device related thrombus present on the face of the closure device measuring 32.6mm x 16.1mm.

Manufacturer narrative:
B3: bsc aware date used as event date as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their three (3) month follow up computed tomography (CT) imaging procedure. The imaging showed that there was a device related thrombus present on the face of the closure device measuring 32.6mm x 16.1mm. It was further reported that the patient was on dapt post implant procedure and was switched to eliquis plus aspirin.